Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and an angiographic catheter. During the procedure, the physician encountered resistance while advancing the lantern through the angiographic catheter, approximately twenty centimeters from the hub. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter, the same angiographic catheter, six ruby coils, and six non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern and the 4f non-penumbra catheter revealed dimensionally incompatible devices. The lantern proximal shaft outer diameter is larger than the inner diameter of the 4f non-penumbra catheter. If the lantern is advanced through the 4f non-penumbra catheter, resistance may encounter. During functional testing, while advancing the returned lantern and a demonstration lantern through the 4f non-penumbra microcatheter, resistance was encountered, and both lanterns could not be advanced through the non-penumbra catheter. The returned lantern was able to advance through a demonstration benchmark without issue. Further evaluation of the device revealed kinks along the length of the lantern. This damage was likely a result of forceful advancement against resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.